Manufacturer narrative:
As it is unknown which device is directly implicated in this paralysis event, the following devices will also be included in this report: catalog #plc141400/ serial # (B)(6)/ UDI #(B)(4). Catalog #plc121400/ serial # (B)(6)/ UDI #(B)(4). H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. No device problem was found per review of these records. H6: code a26: used to capture insufficient information on cause of paralysis, as cause remains unknown. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent an endovascular procedure to treat an aneurysm utilzing tambe the patient tolerated the procedure. It was reported on the same day, upon waking from the surgery, patient's legs were paralyzed. A rescue spinal drain was placed right after the procedure upon the patient waking up. It was also reported physician does not know what caused this paralysis, as there were no issues during the procedure. No further patient information is available.